Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.  Additionally, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. In addition, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels and the leaking pod, patient's mother did not believe the cannula had properly inserted in the infusion site (hip/buttocks); the cannula was also found bent upon removal. It was also reported that the pink slide did not move forward, which indicates a needle mechanism failure occurred. High ketones were reported as well. As treatment, a new pod was applied and a bolus was delivered.